Event description:
It was reported that the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.